Manufacturer narrative:
(B)(4). Additional information requested from user facility. No response from user facility at the time of this report. Investigation report: the customer report of a catheter rupture was confirmed by visual examination of the customer-supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Catheter rupture is typically seen when the catheter body is pressurized greater than the maximum designated pressure of 300 psi, more than ten pressure injections are performed, or the contrast media is not warmed prior to injection. However, without the device to evaluate, the probable cause could not be determined from the available information. Other remarks: teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint description: a (B)(6) yo female had 5.5fr dl PICC arrow chloragard (23f19g0538) placed in right upper arm brachial vein on (B)(6) 2019 at 11:25 by vascular access team. PICC trimmed to 34cm and placed without difficulty with 3cm external. PICC secured with securacath. Placement was confirmed with vps g4 and bbe obtained. Pt received saline infusion, tpn infusion with fat emulsion piggybacks, diazepam IV push, benadryl IV push, hydromorphone pca, mag sulfate piggyback, zofran IV push, and phenergan IV piggyback. Charting stated blood return and flushing the entire life of PICC line. On (B)(6) 2019 1752 pt went to CT for testing. CT tech reported obtaining blood return and flushing PICC easily prior to starting power injector. Pt stated that she heard a pop and then arm began hurting. CT tech noted leaking from insertion site et called rn. Rn swat went to CT to evaluate PICC. No blood return observed and noted leaking from insertion site with flushing. Also noted arm swollen and slightly bruised. Rn notified dr. Who ordered chest including right arm. On (B)(6) 2019 18:42 x-ray report PICC tip 2.5cm into right atrium and states soft tissue edema and contrast noted in right arm, possible extravasation from PICC. PICC to be removed in am in ir do not use it. On (B)(6) 2019 11:00 PICC removed from right arm with assistance of femoral snare (to ensure catheter did not break further and emboli). Upon examination PICC has 3/4cm between 4 and 5cm mark. New PICC placed in left brachial vein. The patient's condition is reported as fine. No additional treatment reported.